Manufacturer narrative:
Product event summary :the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Seven days post implant, it was reported that the patient heard alarm sounds as there was a low svc (superior vena cava) and right ventricular (rv) coil impedance warning. The rv coil and svc coil leads were removed. No patient complications have been reported as a result of this event.